Event description:
It was reported that one day after placement of the PICC line, the patient needed more oxygen and experienced swelling of the neck. Xray of the patient indicated the catheter was malpositioned. Pleural effusion was reported and the line was removed. The patient symptoms reportedly resolved within one day of PICC removal.

Manufacturer narrative:
Investigation included reviewing device history records, information from the user facility, and the returned device. The investigation indicated no evidence of manufacturing related issues that could have contributed to the event.